Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set was deployed with the blue guard left on the needle, resulting in no insulin delivery until the site was replaced; the event involved the infusion set and cartridge, improper infusion set deployment, and user troubleshooting and education without device alerts. Symptoms included elevated blood glucose reaching 442 mg/dl without loss of consciousness or other acute symptoms. Outcomes included the need for subcutaneous insulin via pen as back-up therapy and caregiver assistance. Investigation included customer interview, review of use sequence, and troubleshooting guidance. Investigation of this case revealed user error related to infusion set insertion with the protective guard in place, with subsequent resolution after site replacement and proper fill steps. It was concluded that the event was due to user error and that the device functioned as designed after correct setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.